Event description:
Reportable based on device analysis completed on 16-jun-2025. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 16 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion due to the tortuosity of the vessel. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detached.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 16 x 2.50mm was returned for analysis. A visual and tactile inspection identified the stent was not returned for analysis. A visual and tactile examination of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the balloon material was reviewed, and no issues were noted. No tears or pinholes were noted on the balloon. Crimp markings were evident on the balloon. Bumper tip showed no signs of distal tip damage. The device was returned with the stent detached and not returned for product analysis. Dimensional testing confirmed that the stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement.